Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 1. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set). The caregiver (cg) stated that the patient line was leaking and there was air in the patient line. The cg stated that hp felt fine. The technical service representative (tsr) assisted the cg with ending therapy on the hc so she could start over with new supplies. The tsr advised the cg to contact the nurse. The cg would start over with new supplies. Global product surveillance contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn was aware of the alarm. The home patient (hp) told the pdrn that she had shoulder pain with the alarm. The pdrn stated that the hp is continuing with therapy and doing fine.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint of a leak and reported system error 2240 (air in set) was confirmed; not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The caregiver (cg) stated that the patient line was leaking and there was air in the patient line. The assignable cause for the reported problem was undetermined.